Event description:
Device 1 of 2. Ref MFR report: 1627487-2012-11719. It was reported, the pt was not receiving full stimulation coverage. The sjm rep reprogrammed the system, however, the issue was not resolved. One lead had multiple invalid contacts. Follow up identified the physician planned surgical intervention to address the issue at a future date.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.